Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: capsular contracture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases. The weight of the device was within specification. After autoclave cycle was cloudy, gel was observed. Based on the device analysis, the final assessment is: no issues found related to the manufacturing process.

Event description:
Device has been explanted.